Event description:
It was reported that a diagnostics anomaly was observed. No further information is available.

Event description:
New information received notes that programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.